Manufacturer narrative:
The impella device was received from the customer on (B)(6) 2024, therefore, an investigation of the device is underway. Should the device or any new information be received, a supplemental MDR will be filed.

Event description:
Us complainant reported the patient was on impella cp support. Two hours after the patient arrived in intensive care unit, flows abruptly decreased on impella. Waveforms were no longer correlated to aline and were uncoupled. Intensivist performed bedside echo and visualized a large clot on inlet cage. Pump was on p4 and getting constant suction alarm. Pump remained on p4 and was eventually removed once act came down. No issues with removal, no clot visually seen on impella catheter. The doctor said it is possible there was a left ventricle thrombus he was unaware of prior to placing pump.

Manufacturer narrative:
The investigation of low pump flow has been completed. The returned compliant cp device visually inspected. No cannula kink or broken blade observed. No biomaterial observed. No low flow issue reproduced in investigation lab. Data logs reviewed: no motor current spike observed. Suction alarms occurred at the time of reported issue. Low flow observed at p-4 right after suction alarm. The root cause of the low pump flow issue most likely was biomaterial ingest since clinical team stated on echocardiogram visualized a large clot on inlet cage. The following have been reported incorrectly on manufacturer device report 1220648-2025-25351 d4 model number d8 device available for evaluation ( the device was returned) e4 should have been left blank g1 reporting contact email.